Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
New information received notes that one month post implant, the patient developed sepsis due to pneumonia. The patient was hospitalized and his condition deteriorated. Diagnostic imaging revealed vegetation on the rv lead. The ICD and the rv lead were explanted, but the device remained connected for back-up pacing support. The patient remained in the hospital on antibiotics. It was later reported the patient expired two days post surgery due to sepsis and end stage heart failure.

Event description:
It was reported infection occurred and the whole system was removed.